Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. Information learned from implant patient registry. Through follow-up, it was learned that the device is unavailable for return. No further details were provided.

Manufacturer narrative:
Device not returned.